Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced several short bursts of ventricular tachycardia (vt). The episodes self terminated, however, the device had already detected the rhythm and, therefore, delivered anti-tachycardia pacing (atp) and electric shocks. Boston scientific technical services (ts) was consulted and reprogramming options were discussed for therapy optimization. No additional adverse patient effects were reported. At this time, this device remains in service.